Event description:
It was reported that the patient experienced infusion set tubing detachment at pump connector event on (B)(6) 2026. The site of insertion was thigh. The infusion set was in use for two days.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.